Event description:
It was reported that the customer was hospitalized for dka. Troubleshooting was not performed at the time of call. A day later, the contact called back to test the device. The pump passed the functional testing. However, the backlight was not working. A replacement pump was requested.